Manufacturer narrative:
Pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump was received with a moisture damage on the motor and vibrator assembly noted. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had unresponsive keypad. The customer¿s blood glucose level was 168 mg/dl. Customer stated that the insulin pump was exposed to moisture at the time of swimming and found fluid under lcd screen. Customer did not heard fluid when they shakes the insulin pump. Customer stated that there was crack on battery compartment. The insulin pump will be returned for analysis.